Manufacturer narrative:
System was used for treatment. Kit lot d335 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for bag leak. The assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation, therefore, it could not be determined if the specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).

Event description:
Customer called to report that they put a needle through the needle free luer adaptor on the treatment bag to inject the uvadex and the bag leaked. Clinical services specialist (css) told the customer that it was recommended that the treatment was aborted. Customer talked to staff physician onsite and decided to photoactivate and finish the procedure. Patient reported as stable.

Manufacturer narrative:
The most likely cause for the event was user error. Per the complaint's description, the customer reported not following operator's manual instructions. She used a needle to inject into the needle free port. (B)(4).